Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the customer was in a car accident. It was stated that the insulin pump was destroyed in the car accident; the screen was crushed and the housing was all cracked up. No further information was provided.

Manufacturer narrative:
The insulin pump was received with no battery in the battery tube. The insulin pump was received with cracked and bleeding lcd glass, blank display, scratched display window and cracked reservoir tube lip. Unable to perform functional test including prime, displacement, basic occlusion and occlusion test due to lcd physical damage. Unable to determine blank display due to pump preservation.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.